Event description:
The complainant reported that the clinician was performing a therapeutic radio frequency ablation procedure on a 4.5cm tumor in a male pt. Four pt return grounding pads were applied to the pt, and the physician then deployed the leveen needle electrode tines fully and set the radio frequency generator power from 170 watts to 180 watts. At this time the generator displayed a "p2" error message. The connections were checked and the generator was reset. The radio frequency generator power was again set from 170 watts to 180 watts, but the "p2 error message was again displayed and roll-off was not achieved. The tines of the leveen needle electrode were then slightly retracted by the clinician and roll-off was achieved. The complainant reported that there was no adverse affect on the pt as a result of the reported malfunction. Please reference MFR. Report numbers 3005099803-2008-00784, -00783 and -00782 that report the reported problem that occurred with pt return grounding pads 2, 3 and 4.

Manufacturer narrative:
The suspect device has been received; however, the device evaluation has not been completed. Therefore, the relationship between the device and the cause for this event is undetermined.